Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model 23.5 diopter (add power plus2.2 or plus 3.2) lens was replaced with an unspecified, company model lens, (1.5 extended depth of focus) lens model. Due to the exchange of a multifocal lens to an extended depth of field lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. No additional information has been provided at this time. No further information has been provided at this time. File will be reopened when new information is received the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, starbursts during day. The iol was exchanged for another lens model following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the left eye.